Manufacturer narrative:
This report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken above the green section. The broken piece was not attached and was not returned. The reported condition was confirmed. The investigation found the shaft of the antenna was broken 6 cm from the tip. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a crack on the device when placed in the liver. Nothing fell into the patient cavity and the antenna was fully retrieved. They used a new antenna to complete the case. There was no patient injury.